Event description:
Baxter canada reports pt line of homechoice set was not priming completely. Hp was able to prime line after three reprime attempts. Per baxter complaint coordinator, there was no pt injury or medical intervention as a result of incident.